Event description:
It was reported that a surgical intervention was performed due to mal-tracking and pain. Once inside the knee the doctor found that the patella was loose, so the patella was replaced.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the surgeon statement, the root cause of the patient¿s pain requiring a revision was mal-tracking of the patella, and loose component cannot be concluded. The future impact to the patient beyond the revision cannot be concluded. No further clinical medical assessment is warranted t this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.